Event description:
It was reported to boston scientific corp in 2009 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, a sphincterotomy was performed, and three stones were removed from the common bile duct (cbd) with a retrieval balloon. The last stone located at the bottom of duct was not able to be removed by the balloon. The balloon burst as the stone was very sharp and large. The balloon was removed from the scope and the physician began to place a pigtail stent into the cbd. On x-ray, a foreign body was detected in the cbd. Upon inspection of balloon, tha was removed and had burst, it was noted the tip had been torn off and remained in the cbd. The stent was removed and a new balloon was passed down the scope to try and remove the stone and tip of balloon. The physician was unable to remove the stone and device tip with the balloon since the stone was large. An olympus basket was passed to try to capture and crush the stone. However, this was unsuccessful. A plastic pigtail stent was inserted. The procedure was ended at that time. The pt has been scheduled to return in two months to remove the stone and foreign body from cbd.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.